Manufacturer narrative:
Product event: (B)(4); patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange, the plasmablade device reportedly arced and fractured a lead. It is unknown if the blade was being used directly on the lead when the issue occurred. There was no patient injury reported.